Manufacturer narrative:
The insulin pump passed all functional tests including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. The unit had a cracked case at the display window corners, a minor scratched lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer called to report a crack on the right corner of the screen. The customer stated that sometimes she puts her insulin pump in her pocket and it falls out. The customer's blood glucose reading at the time of incident was 253 mg/dl, but reported that about once or twice a week she gets a low reading of 42 mg/dl. Customer stated she is healing from a broken leg. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that her device would be replaced, and to return her device for analysis.